Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges elevated levels of cobalt and chromium. Update rec'vd 11/12/2013- patient was revised for unknown reason. Part and lot information was received. Complaint was updated on 12/09/2013. Update 6/8/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported injuries as outlined in complaint including, but not limited to, two revision surgeries. Lab results for metal ions were greater than 7 parts per billion. Medical records reported pain, small fluid collections on MRI, and grinding in right hip. Revision surgical report noted mildly cloudy synovial fluid and metallosis. Stem added for elevated metal ions.

Event description:
Litigation alleges elevated levels of cobalt and chromium. Update rec'vd 11/12/2013- patient was revised for unknown reason. Part and lot information was received. Complaint was updated on 12/09/2013. Update 6/8/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported injuries as outlined in complaint including, bu not limited to, two revision surgeries. Lab results for metal ions were greater than 7 parts per billion. Medical records reported pain, small fluid collections on MRI, and grinding in right hip. Revision surgical report noted mildly cloudy synovial fluid and metallosis. Stem added for elevated metal ions. The complaint was updated on: jun 20, 2016. Update ad 5 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, sticker sheets and implant records. In addition to what were previously alleged, ppf alleges metal wear. Added law firm and lawyer. Doi: (B)(6) 2010, dor: (B)(6) 2013 (left hip). Patient is bilateral. Please see (B)(4) for the right hip revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.